Event description:
Facility called stating that this ventilator went "inop" while on a pt. Stated the screen was blank/black and no audible alarms were heard. Pt desaturated. Called director of cardiopulmonary, regarding this event. They stated that the pt had been "stable" with an spo2 in the 90's. The therapist and nurse were at the central monitoring station when they noted that the pt's spo2 was in the 70's. They went into the room and noted that the screen was blank and no audible alarms were noted at that time. The pt's spo2 was 73%. The ventilator was off. No breaths were being given. Pt was manually ventilated and placed on another ventilator. Director of cardiopulmonary to provide MFR with additional patient info as requested. They were in process of weaning the pt from the ventilator. It was an adult on prvc/simv vt 450 f 8 fio2 50 pressure support 15 peep 5. Spo2 was 94% before desaturating to 73%.